Event description:
It was reported to philips that a ventilator had an alarm led failure. It is unknown if the device was being used on a patient at the time of the event. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
There was no patient involvement. The issue was discovered upon powering on the ventilator. The authorized service provider (asp) confirmed the alarm led light did not illuminate. The asp replaced the power switch overlay and the issue was resolved.